Event description:
The nurse was preparing to use the zso-7-5 and had just opened the packaging of the new zso-7-5 when she discovered that the side hole of the pigtail was bent. Therefore, they had to use a new zso-7-5. Additional information received on 07 mar 2025: requesting you to please provide answers to the following questions (related to (B)(6) if possible: 1. What part or component of the device is damaged? First pigtail (tip) 2. Can photos of the damage be provided? No, product was discard. 3. Please describe the damage in detail: the side hole of the pigtail was bent and wrinkled as if it had folded. 4.was the device damage identified: yes (b) a) prior to opening the package or b) on removal of the device from the packaging? (Please provide details:) 5.was the functionality of the device tested prior to noticing the damage? There were no visible abnormalities. If yes, please provide additional details (including other devices that may have engaged with the cook. Device). 6.were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? If so, please describe how the device was prepared: flush the stent tip (on one side, regardless of which side) with sterile distilled water and mark the second pigtail part with a medical pen. Then, straighten the first pigtail part with a straightener and insert the guide wire. 7.was the device stored according to the storage conditions on the label (if applicable)? Yes, it is stored in a drawer that does not let in light. If no, please describe the conditions of storage: 8.do you believe any handling conditions at the facility could have contributed to the issue? I think the pigtail was damaged during the process of straightening it with a straightener. If yes, please describe.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 19 may 2025.

Manufacturer narrative:
Device evaluation: the device evaluation of the zso-7-5 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution zso-7-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c2213691 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot c2213691. Instructions for use and/label: the notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be related to mechanical stress incurred during transportation or storage, which could have resulted in deformation of the first pigtail, specifically the side hole area. As the damage was observed upon opening the packaging¿prior to device preparation or use and no issues were identified in the manufacturing work order, it is unlikely that the defect originated during production. External pressure or impact during transit may have compromised the integrity of the pigtail component. Summary: complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be related to mechanical stress incurred during transportation or storage, which could have resulted in deformation of the first pigtail, specifically the side hole area. As the damage was observed upon opening the packaging¿prior to device preparation or use and no issues were identified in the manufacturing work order, it is unlikely that the defect originated during production. External pressure or impact during transit may have compromised the integrity of the pigtail component.